Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and no battery out limit alarms or button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No number ramping anomaly or scroll bar anomaly was noted.

Event description:
It was reported that numbers on the screen started ramping up when the customer was trying to deliver an insulin bolus. Nothing further reported. Customer replaced the battery and the buttons were not responding. Blood glucose value is 6.0 mmol/l. Customer does not recall any significant events leading to the keypad issue. Nothing further reported.